Manufacturer narrative:
The user reportedly experienced diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization and medical management. Initial information indicated that the event may have been associated with an infusion site issue; however, no additional details were available to confirm the reported cause. Multiple attempts were made to obtain hospitalization details and the circumstances leading to the event; however, no additional information was obtained. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of available engineering records identified that the device was powered off after (B)(6) 2026 and was not powered on again until (B)(6) 2026. Based on available information, the reported infusion site issue could not be confirmed and the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user was hospitalized due to diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. Additional treatment information and long-term health effects were unavailable.